Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified a missing roller clamp. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was determined to be due to a manufacturing issue. In order to further investigate and address this condition, a CAPA was opened and awareness training was conducted with appropriate personnel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set was missing its roller clamp. There was no patient involvement as this was noticed before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.